Event description:
A baxter (B)(6) home patient (hp) contacted global technical support to regarding a system error (se) 2240 alarm that occurred during dwell 6/7. The hp stated she was connected to the device at the time of the alarm and had not disconnected. The hp confirmed all bags were properly spiked and connected and no patient extension lines were used. The hp also confirmed there were no open clamps on any unused supply lines and nothing unusual was noted about the supplies. The technical service representative (tsr) advised to start therapy again using new supplies. The hp advised she would just end therapy for the night. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report is an allegation against the cassette; however, since the product code is unknown at this time, there will not be a us 510k number provided in this initial report. This report is being submitted because it is the same as or similar to a product distributed within the us. The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was not determined. A batch review was not performed because lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).